Event description:
The following information was reported to gore: on (B)(6) 2022, the patient underwent endovascular treatment of a type b aortic chronic dissection using gore® tag® conformable thoracic stent grafts with active control system (ctag-ac). Two ctag-ac devices were implanted to cover the primary entry and the re-entry was not covered. A tgmr312610j was implanted distally, and a tgmr371515j was implanted proximally. Reportedly, on (B)(6) 2023, an endoleak was observed by CT. A type ii endoleak and/or a proximal type I endoleak were suspected. The endoleak flowed into part of the thrombosed false lumen. It was unknown whether false lumen enlargement was observed. On (B)(6) 2023, the patient underwent a reintervention. An additional stent graft was implanted from approximately the same position as the initially implanted tgmr371515j, and the area of blood flow into the false lumen was embolized using coil (azur) and nbca through the false lumen with access from the re-entry close to sma. The endoleak was not confirmed during the reintervention, and there was no sign of an endoleak after the procedure. In addition, an additional stent graft was implanted to close the distal re-entry to treat blood flow from the re-entry. The blood from the re-entry was reduced, but some blood flow remained from the other untreated re-entry around the abdominal 4 branches. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Investigation findings code c19: the device remains implanted and is not available for analysis. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® tag® conformable thoracic stent grafts with active control system instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent grafts with active control system that may occur and/or require intervention include, but are not limited to, endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.